Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stops working randomly. Error msg reads device needs service. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4, h4 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the unit to display power up fault 14 (prior compressor failure etf) and that the unit would go into standby during operation. The unit showed error 77 indicating that the scroll compressor was struggling to keep up. The fse replaced the compressor. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0119-00-0236 rev. C, sn (B)(6). Part was received with a reported failure of intermittent pump stoppage and error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn 0119-00-0236 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a